Event description:
User reports a leak coming form under the analyzer to the surrounding area. User states no pt results have been affected and no user was harmed. The field service representative determined a plugged ise sample probe waste line to be the cause and removed the clog. Performance checks were performed.